Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, reseating the nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The issue was reported to competent authority in abundance of caution, based on the initial information, as it may has underlying causes that may affect essential functions. Further evaluation revealed that the problems such as the one described are not considered as safety related. The root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).